Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked excessive amounts of total parenteral nutrition (tpn) from two different y-site ports despite presence of non-baxter green alcohol caps. The issue occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak at the first and third y-site clearlink were observed. An autopsy was performed in the first y-site clearlink, and an incorrect assembly was observed. An autopsy was performed in the third y-site clearlink, and a hole at the gland was observed. The reported condition was verified. The cause was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.